Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
In a summary from a poster on demand called, "visual outcome and rotational stability of visian toric implantable collamer lens correcting compound myopic astigmatism," an evaluation was made in the safety, efficacy, predictability, of the visian toric icl (ticl), to include any lens rotation, patient background, and postoperative prognosis. Of the 10,477 cases evaluated, 10,186 (97.2%) were successful without reposition/exchange, 143 (1.4%) required lens repositioning, 103 (1%) required lens exchange, 30 (<1%) required lens exchange after lens repositioning, 11 (<1%) required use of bioptics, and 4 (<1%) required lens removal. The study concluded that ticl implantation is safe, effective, and predictable. In cases of ticl rotation, procedures such as repositioning surgery, lens exchange or non-toric exchange + keratomileusis can effectively resolve the event.